Manufacturer narrative:
This report was initially received via regulatory authority (food and drug administration, reference number: mw5037375) on 24-sep-2014. The most recent information was received on 20-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("migration of essure device location of device: left fallopian tube") in a 32-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Concurrent conditions included body mass index normal, anxiety and general malaise. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, 4 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("backaches / lower backache on both sides"), abdominal pain ("cramping / abdomen pain"), weight loss poor ("inablitity to lose weight"), insomnia ("insomnia"), muscular weakness ("muscle weakness"), loss of libido ("no sex drive") and abdominal pain lower ("left side of lower abdomen"). The patient was treated with surgery (surgical removal of coil(s), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the device dislocation, alopecia, weight loss poor, insomnia, muscular weakness, loss of libido, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, back pain, insomnia, loss of libido, muscular weakness and weight loss poor with essure. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 141 lbs. There were 8 trailing coils noted from the left fallopian tube and 6 trailing coils from the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014 : pregnancy test : negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: left fallopian tube, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, left side of lower abdomen", reporter, lab data, concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5037375) on 24-sep-2014. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. A20063) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("backaches"), abdominal pain ("cramping"), weight loss poor ("inability to lose weight"), insomnia ("insomnia"), muscular weakness ("muscle weakness") and loss of libido ("no sex drive"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, back pain, abdominal pain, weight loss poor, insomnia, muscular weakness and loss of libido outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain, alopecia, back pain, insomnia, loss of libido, muscular weakness and weight loss poor with essure. Quality-safety evaluation of ptc: final assessment: lot number a20063, manf date: 6/2012, exp date: 6/2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. 10 further ae case reports have been received to date in relation to batch no. A20063, of which one case refers also to a similar type of adverse event. No unusual pattern could be identified. The batch documentation was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received- new event 'chronic pelvic pain' was added. Case was upgraded as incident. Surgical treatment was added. Product stop date was added. Legal reporter lawyer were added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type "initial" indicates here initial submission by the new legal manufacturer only. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.